Manufacturer narrative:
As reported, the indicator window of the 5f exoseal vascular closure device (vcd) did not change to black-black. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. One non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed. The functional evaluations required for this investigation ¿ including the guard locking simulation, the deployment simulation test, and the indicator wire deployment test ¿ could not be performed, as the unit was received already deployed. A high magnification evaluation was performed to assess the internal configuration of the device assembly. During this analysis, no damages or abnormal conditions related to a possible mechanism malfunction were denoted. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device, as it was received fully deployed. The functional analysis could not be performed since the device was received fully deployed. There were no anomalies of the internal mechanism of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of the 5f exoseal vascular closure device (vcd) did not change to black-black. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of the 5f exoseal vascular closure device (vcd) could not change to black-black. There was no reported injury to the patient. The device will be returned for evaluation.